Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation: even though the foreign material was confirmed, however, it could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Therefore, the root cause for the remaining foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following section of the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and also the reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the air/water tube, air/water cylinder and the jet channel of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.